Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implant date: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent undersensing noted on the right atrial (ra) lead. It was also reported there was a ra lead impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.